Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis result showed that allegation of stimulation could not be confirmed. Moreover, the complete lead returned was intact and not severed. The setscrew marks were in the correct location on the terminal pin. Further, the lead passed the all tests performed.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. The lead was explanted. No additional adverse patient effects were reported.